Event description:
(B)(4). I bleed for a month in (B)(6) 2009 and then found out I had a cyst the size of a golf ball so I had to have it surgery removed. After that I have not had a period since,I deal with horrible pain all the time,some days to were I can't even get up and walk. The pain is on both sides of my ovaries and goes around to my back. I've gain (B)(6) lbs since I've had this,I've try everything to lose weight and nothing works. They say the only way to remove the coils is to have a hysterectomy but the dr who did this to me says I'm to young to have a hysterectomy. I am (B)(6) yrs old and I want my life back.